Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: addr01 device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several atrial refractory sensed event (ar) were occurring after the atrial sensed events and right atrial (ra) lead oversensing was observed. The ra lead remains in use. No patient complications have been reported as a result of this event.